Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate shocks and anti-tachycardia pacing (atp) for atrial fibrillation (af) with rapid ventricular response (rvr). The rhythm was converted. Technical services (ts) reviewed the reports with the clinician. The device remains in use. No adverse patient effects were reported.